Event description:
It was reported that the right monitor on the 9800 system workstation was blank. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The monitor was replaced during the service call. The system was tested an found to be working as intended and put back into service.